Event description:
It was reported that this left ventricular (lv) lead was exhibiting shock impedance out of range. Technical services (ts) was consulted and recommended increasing impedance limit. The device remains in service. No adverse patient effects were reported.